Event description:
Event description boston scientific received information that this right ventricular lead exhibited noise on the electrogram, which caused ventricular oversensing with inhibition of pacing. A revision procedure was performed and the pace/sense portion of this lead was surgically abandoned. An attempt was made to utilize an existing, abandoned pace/sense lead; however, it was found to be fractured. A new pace/sense lead was successfully implanted. Additionally, the decision was made to replace the resynchronization device due to the renewal 3 microswitch field advisory.